Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the rotatable clip fixing device was so hard that the clip's bullet could not be removed, the customer touched the clip and somehow managed to force it, and the clip's bullet came off by itself. The clip that couldn't be remove was forcibly removed. The issue occurred during an unknown procedure, and the intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: g2 (check - foreign unmark -health professional, company representative and distributor) additional information added to field h2, h3, h6 and based on the 3-digit lot number provided, the manufacturing date of the device was in the month of december 2022 but a specific date could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint the rotatable clip fixing device was so hard that the clip's bullet could not be removed was confirmed. Based on the results of the investigation, and the information provided the event likely occurred due to the deformation of the hook, which prevented the hook from connecting properly to the clip's connecting rod, which caused the entire cartridge to become stuck in the rotary. However, a definitive root cause of the event could not be identified. The following are included in the instructions for use (IFU): ·do not apply excessive bending, pulling or pressure to this product. It may lead to equipment damage or functional deterioration. ·do not round the insertion tube smaller than 20 cm in diameter. The insertion tube may be damaged. ·do not use excessive force to operate each part. It may lead to damage of rotating clip device and clip. Olympus will continue to monitor field performance for this device.